Manufacturer narrative:
Add'l info has been requested. Synthes is unable to provide the date of MFR for the subject device as no product was returned and no lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. A device history record review can not be requested without a lot number.

Event description:
Pt implanted with pdc of c5-c6 was involved in a mva. An x-ray showed the top plate of the pdc was displaced about 5 mm. Surgeon removed the hardware and revised to fusion.